Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that after many applications during a nephrectomy, the device jaws could not be re-opened while applied to tissue. The surgeon manually removed the instrument with no tissue damage or pt injury. The knife was reported as being extended from beyond the jaws of the instrument.